Event description:
The patient reported the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in their left eye (os). The patient reported had lost vision due to the development of a cataract. The lens was implanted on (B)(6) 2012 and remains implanted. The facility reported the date of the cataract diagnosis was (B)(6) 2014. The facility reported the cataract was an anterior cortical and they felt the event was not device related. The cataract has not progressed and the va was 20/25. The patient had lri surgery on (B)(6) 2014.

Manufacturer narrative:
Pt weight: unk. Explant date: na. (B)(4). Device evaluated by manufacturer? No. Lens implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.